Event description:
The customer was hospitalized for high bgs. The customer did not provide more information on the event. Instructed the customer to call in the future, so it can be documented anything that happens with the pump.